Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit . D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's printed circuit boards, including monitoring pcb, were contaminated with water. Identification of issue has been done by analyzing problem description and service report. According to provided information, water was poured into device due to adding water to the humidifier beyond the specified limit. The affected printed circuit boards have been cleaned and it resolved the issue. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction (e.g. Stop of ventilation). There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator's printed circuit boards, including monitoring pcb, were contaminated with water. There was no patient harm. Manufacturer's ref. #: 896062.